Event description:
(B)(4). After having the coils done. I was in pain for an entire year. Cramps were so bad I couldn't move had to curl in a ball. The bleeding was so heavy and lasted 10 days sometimes 14. Where I couldn't even leave the house because I couldn't control it or protect myself. I had to use hospital pads just to sit or sleep. Very big clots that hurt when they came out. I just recently started having normal cycles where a pad will protect me and the flow isn't so bad. But it's been 4 years. I've had back pain for the last 2 years. Just kept taking ibuprofen. But now it's to the point where nothing will help the pain. I can't have sex with my husband because the pain is so bad. I cry and bleed every time. Its been like that for the last 4 years. This was definitely the worst decision of my life. I just want them to be removed and the pain to be gone. I've visited the emergency room a few times for the bleeding. They just sent me home. Couldn't do anything for me. I just started seeing my doctor on a regular basis for back problems and explained the way my cycles were. I am only (B)(6) and shouldn't have this many problems. Help needed!!!